Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump is cracked. Customer stated that the bottom of the pump is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked end cap and a missing end cap sticker.